Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was as high as 150 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the insulin pump has a black circle on top of it. Customer was able to rewind the device but was unable to perform the self-test. Customer's alarm history showed an off no power alarm after the motor error along with a no delivery alarm. Customer was able to perform the displacement test. Customer performed the manual prime fill tubing process and the motor error alarm did not recur. Troubleshooting for the off no power alarm was performed. Customer does have a new battery to troubleshoot. Customer was advised to monitor the insulin pump and call back if the alarms persist. Troubleshooting for the no delivery alarm was performed. Customer resolved the issue by a complete set change. Customer does not want to return the set or the reservoir for analysis.